Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the device had an ECG equip malfunction inop therefore the customer wanted the processor pca replaced. There was no reported patient involvement.